Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contains several cautions relating to this situation, including instructions for troubleshooting should it be encountered during use. The IFU states the following: ¿if stent positioning is not satisfactory, the stent may be recaptured and repositioned. The stent may be recaptured until the point where the proximal end of the stent positioning marker is aligned with the infusion catheter distal marker band (recapturability limit). If stent repositioning is required, gently advance the infusion catheter over the deployed stent (do not pull the stent back into the infusion catheter), reposition the system, and re-deploy the stent in the new location. Note: when advancing the infusion catheter over the stent during recapture, it may be necessary to keep the stent stable with tension on the delivery wire. Caution: if resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Caution: the stent may be fully recaptured once.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during an endovascular embolization a posterior communicating artery aneurysm, an EU 4.5x22mm stent 12 mm dw tip intracranial stent (enc452212, 8582189) was delivered to the tip of a prowler select plus 150/5cm microcatheter (606s255x, 31135555) and was pushed out of the microcatheter tip. But the physician did not observe the distal markers of the stent. The physician removed the microcatheter (mc) and stent from the patient and found that the stent body was found to be separated prematurely from delivery wire and the stent body remained in the microcatheter. The stent body was removed from the microcatheter with another device. Then a new stent was switched and was delivered with the same microcatheter to complete the surgery. The surgery was prolonged about 15 minutes. Additional event information received on 23-jul-2024 indicated that the microcatheter was removed with an unspecified wire. They were able to see the device, just less radiopaque than expected. There was resistance felt within the mc. The surgery prolonged by 15 minutes was not clinically significant. There was no alleged product malfunction with the prowler select.